Event description:
A patient is pursuing a product liability claim because underwent revision surgery due to pseudotumor and elevated metal ions.

Manufacturer narrative:
This medwatch was created for the additional information received on apr 27, 2020. D11: medical products: metasul ldh, head, 52, code r, taper 18/20 catalog#: 0100181520; lot#: 2342290 femoral stem catalog#: 65-7711-11-20; lot#: 60469299 metasul ldh, head adapter, s, -4, taper 12/14-18/20 catalog#: 0100185145; lot#: 2350064 additionals: d10, d11, g3 corrections: a1, b4, g4, g7, h10 since this case is related to the issues for which zimmer implemented a notification in (B)(6) 2008 as referenced above in h7 and h9, zimmer gmbh will close this case. Zimmer¿s reference number of this file is (B)(4).

Manufacturer narrative:
Concomitant medical products and therapy date. Detail of product: item number: 0100181520. Item name metasul ldh, head, 52, code r, taper 18/20. Lot # 2342290. Item number unknown, item name, unknown stem, lot # unknown. The manufacturer did not receive devices, x-rays, or other source documents for review. Where lot numbers were received for the devices, the device history records were reviewed and found to be conforming. While a cause for this specific event cannot be ascertained from the information provided, the common clinical presentation and the date of the original implantation suggest that this case is related to the issues for which zimmer implemented a notification in july 2008 as referenced above. Should additional information become available and / or the device(s) be returned for evaluation and an investigation result becomes available, that changes this assessment, an amended medical device report will be submitted. No further investigation required as this issue is known and addressed in (B)(4). (Error pattern: potential early revision of the acetabular component due to loosening, implant migration or unresolved pain, higher ion release). At least one of these error patterns is observed in this event. The need for further corrective measures is not indicated at this time. Therefore, zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).

Event description:
A patient is pursuing a product liability claim because underwent revision surgery due to pseudotumor and elevated metal ions.